Event description:
It was reported that a uv flash transfer set was leaking from the twist clamp (details not provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, or should any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was returned to baxter for evaluation. Visual inspection was performed with no issues. Leak testing, clear passage testing, clamp function testing performed and passed all functional tests. Sample analysis determined the product met all specifications for the reported issue. Visual inspection identified an additional issue of damaged patient adapter which is addressed in related (B)(4). Should additional relevant information become available, a supplemental report will be submitted.